Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm, on the home choice (hc) unit during use with the patient connected, in dwell 5 of 6. The technical service representative (tsr) had the home patient (hp) cycle power to the hc. The hp was advised to complete therapy with manual supplies. There was patient involvement however there was no patient injury or medical intervention, associated with this event. Customer returned call to writer. The hp confirmed that she and the tsr did not come to a conclusion as to what caused the alarm. The hp confirmed that she is ok and has continued with her therapy.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.